Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seal was removed. The right plunger case was cracked. The top case was chipped and cracked. There was motor rate error in history. Multiple flow and occlusion tests were performed. The customer reported product problem regarding the motor rate error was not replicated during testing. The problem source of the reported product problem was unknown. A root cause was not established. As a preventative measure the investigator replaced the following components: damaged top case, right plunger case, battery door and barrel guide, worn barrel and tapered spring. A missing lcd spacer was also installed. The battery, which had a high cpi, was also replaced. The device was subsequently put through the standard functional and delivery tests. The device passed all the tests.

Event description:
It was reported that the pump presented with a motor rate error. There was no patient involvement.